Manufacturer narrative:
See attached summary memo of evaluation.

Event description:
The dental implant gfx3011s broke during implantation. The dental implant was removed. The patient has no significant medical history and has been recovered without complications.